Event description:
It was reported that this deep septal lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. F10 and h6 updated.

Event description:
It was reported that this deep septal lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported. Additional information was received from the field. This deep septal lead was explanted due to a loss of capture at maximum output.